Manufacturer narrative:
Results: the distal shaft was compressed approximately 123.0 cm and 126.0 cm from the hub. The coils inside the jet7 were damaged approximately 129.0 cm from the hub. A non-penumbra stent retriever was stuck within the jet7. Conclusions: evaluation of the returned jet7 confirmed that the non-penumbra stent retriever was stuck and unable to be removed from the jet7. If the non-penumbra stent retriever is retracted through the jet7 without a microcatheter, the lumen and the coils inside the jet7 may likely become damaged. The damaged coils may become tangled with the stent retriever and prevent the stent retriever from being removed from the jet7. Forcefully retracting the stent retriever from the jet7 may result in the jet7 become compressed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigationt.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and non-penumbra stent retriever. It was reported that the patient had an underlying stenosis. During the procedure, the physician completed two passes in the target vessel using the jet7 and stent retriever. While retracting the stent retriever through the jet7 on the third pass, the physician experienced resistance, and the jet7 ¿accordioned;¿ therefore, the jet7 was removed. The procedure was completed using a non-penumbra catheter and another non-penumbra stent retriever. A thrombolysis in cerebral infarction (tici) grade 2b recanalization was achieved. There was no report of an adverse effect to the patient.